Manufacturer narrative:
(B)(4). Source: foreign country: belgium. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial surgery. During surgery, the patient had a femoral fracture after using the avenir trunion calcar planer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 no product was returned; visual and dimensional evaluations could not be performed. Visual inspection of the picture provided identified blood and tissue on the planer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified periprosthetic fracture of the proximal left femur as noted. Lot identification is necessary for review of device history records and was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.